Event description:
It was reported that the device was leaking at the drain elbow. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received with out a main block, elbow on quick connect was broken off, reflux plug was missing, water tank cover was scratched, and the pump did not pass electrical testing. The complaint was confirmed, it was leaking water from broken drain tube fitting. Root cause was attributed to the broken quick connect which was thought to have happened during use and handling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced quick connect, water tank cover, pump, main block, and the reflux plug. Performed preventative maintenance and calibrated. Device passed functional testing after the completed repairs.